Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device availability: device available for evaluation-additional, device availability: returned to manufacturer-additional, device availability: date returned to manufacturer, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Voltage testing was performed and passed. The reported event of a loss of connection was not confirmed via product investigation. A probable cause could not be determined. No additional patient or event information is available.